Event description:
Country of complaint: (B)(6). The surgeon could use this product properly without any problem at the beginning of the surgery. However shaft suddenly came away the handle and product was broken. Fragment was retrieved. Surgery was delayed over 15 min.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: the root cause of the failure is the bent inner rod, caused by strong mechanical overload of the instrument (bending). Due to the bending, the welded seam of the outer rod broke off and the ceramic insulation cracked. There are no hints for material or product deviations.